Manufacturer narrative:
The service call was cancelled by the customer. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9000 system had a physicist discrepancy of exceeding 20 r/min in high level fluoro mode. No patient injury was reported.